Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event stating that the patient had an additional intervention required such as the reprogramming of the device.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance. It was also suspected a lead fracture. Physician decided to reprogram and schedule an analysis of the data. Device remains in service. No adverse patient effects were reported.